Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 1/8/2026. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how many devices demonstrated the alleged deficiency? Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Are there any photos of the foreign matter available? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by a sales rep that, acceptance inspection was failed due to a fiber was found inside the package during kit pack manufacturing process. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/18/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: how many devices demonstrated the alleged deficiency?=>unk, maybe3,reference items: (B)(4). Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance?=> unk. What was the texture?=> unk. Are there any photos of the foreign matter available? =>yes. Please perform and document the follow up attempt for product return.please document the shipment tracking number in notes or rmao sections. => the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number : (B)(4). Provide the source or name and title of external person providing answers to follow-up (external person submitting answer.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/12/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Nine (9) sealed boxes and two (2) open boxes with twelve (12) representative unopened samples each. A total of one hundred and thirty-two (132) samples were received for analysis. Product code c003d. Upon initial inspection of the samples, no external damages were observed on the external packets. Following the sampling plan, a visual inspection was conducted on thirty-two (32) samples. Foreign matter (apparently fragments of cardboard) was found in eight (8) samples. The remaining five (5) samples exhibited no evidence of foreign matter. Due to this inconsistency, the remaining one hundred and nineteen (119) samples were inspected. Foreign matter (apparently fragments of cardboard) was found in forty-four (44) samples. The remaining seventy-five (75) samples exhibited no evidence of foreign matter inside the sealed overwrap packets. Overall, fifty-two (52) samples contained foreign matter, while the remaining eighty (80) samples exhibited no evidence of foreign matter. Based on the information currently available, a foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the quality system.